Event description:
It was reported that via (B)(4) t wave oversensing was observed. The patient did not receive therapy; the oversensing was noted on a stored egm. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).